Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review could not be performed since no product catalog number, and the lot number was provided. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wicks for the purewick system are either broken or not working correctly. Patient wakes up wet and has had to go to the doctor to get medicine/powder for a red rash. Customer has had other complaints created for the wick issue. Per additional information received from customer via phone on 30sep2025, cushion(cotton) inside of the wick was mushy and holding urine which she believed caused her uti and rash. She was treated for uti and rash, but her doctor did not confirm that the wick caused the rash or uti. The doctor prescribed antibiotics and was given an ointment for the rash. She stated that she spoke to a representative and was able to switch the wicks out to the purewick flex. The ones that she is currently using are working fine for her without any issues. She is unsure who she purchases from because her husband does the ordering for her, and he was unavailable.

Event description:
It was reported that the wicks for the purewick system are either broken or not working correctly. Patient wakes up wet and has had to go to the doctor to get medicine/powder for a red rash. Customer has had other complaints created for the wick issue. Per additional information received from customer via phone on (B)(6) 2025, cushion(cotton) inside of the wick was mushy and holding urine which she believed caused her uti and rash. She was treated for uti and rash, but her doctor did not confirm that the wick caused the rash or uti. The doctor prescribed antibiotics and was given an ointment for the rash. She stated that she spoke to a representative and was able to switch the wicks out to the purewick flex. The ones that she is currently using are working fine for her without any issues. She is unsure who she purchases from because her husband does the ordering for her, and he was unavailable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.